Event description:
The customer's assistant called in to report that she wasn't sure if the customer's bolus delivered. The customer's blood glucose level at the time of the event is unknown. The customer feels that the buttons are working properly and the pump passed the self test. However, the customer's doctor recommended the customer get the pump replaced. We asked the customer in verbally and written form to return the broken pump for analysis. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with multiple bolus deliveries and monitored. All the boluses were delivered completely their indicated amounts and were properly recorded in the bolus history screen. No bolus anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.